Event description:
It was reported that the patient experienced migration with the balloon of an artificial urinary sphincter (aus) leading to herniation of the component. A revision surgery was performed in which the balloon was replaced. The patient was reported to be in good condition after the surgery. No more information available at the moment. Should additional information become available, it will be provided.